Manufacturer narrative:
Section d9 was missed in the previous report, which is updated in this report.

Manufacturer narrative:
The manufacturer previously reported that a continuous positive airway pressure (CPAP) device's sound abatement foam allegedly became degraded and there was no patient harm or injury. The device was returned to the manufacturer quality product investigation laboratory for further investigation. During the initial visual inspection of the device found minor wear and tear, but no evidence of damage, degradation, or contamination. The manufacturer noticed that the filter housing and inlet area contained minor beige and dark dust or dirt containment. The base outlet port contained minor beige dust or dirt with one 1 mm dark containment particle. The area around the outlet port contained beige and dark dust or dirt contaminate along with dark fiber or hair contaminate. The device was disassembled for internal visual inspection. The manufacturer found no sign of damage or degradation but did find evidence of contamination. The manufacturer found a moderate amount of beige and dark dust or dirt contaminate along with dark fiber hair like contaminant on the inside of the upper and lower base unit panels. Moderate beige dust or dirt contaminant was located on the inside of the box pressure sensor port. The manufacturer came across the pca bluetooth antenna with spotty corrosion. After removing the blower box lid, manufacturer located a moderate amount of beige dust or dirt contaminant on the blower, blower nut, and inner walls and crevasses of the blower box. A light brown 3 mm x 0.5 mm interwoven fiber contaminate was found on the inner ring of the blower. The manufacturer put the interwoven fiber contaminate under the microscope at 45x and noticed the interwoven fiber nature of the contaminate. The fiber contaminate may have originated with contaminate fibers coming in contact with the oil like substance on the rear of the blower housing, just to the left of the green wire. These interwoven fibers and oil then potentially settled in the inner ring of the blower housing. It was observed that the blower outlet seal was not fully seated onto the blower. The manufacturer removed the seal and took a height measurement of the blower outlet seal. The manufacturer found that one side of the seal measured a height of 15.50 mm and the other side measured a height of 15.25 mm. The seal also had a midpoint indent of about 5 mm on one side, resulting in an incomplete seal to the base outlet port. This incorrectly mounded seal may have contributed to air turbulence in the blower box area, causing contaminate to blow around and then settle on the blower housing, nut, and in the blower and blower box crevasses. The manufacturer located two dark contaminate 10 mm x 1mm and 5 mm x 1 mm partial rings on the blower box around where the blower output seal would sit. The manufacturer also located a dark contaminate 15 mm x 2 mm straight line just above the blower output seal where the blower box lid would sit and seal the box. The manufacturer examined the blower impeller to find a 5 mm x 3 um clear fiber strand sitting on the impeller. A moderate beige contaminate coating can be found on the impeller blades and the input opening to the impeller. Some beige contaminate spots have hit the impeller and left a comet like tail on the impeller. The output port of the impeller contains a moderate amount of beige dust or dirt contaminant. The manufacturer inspected the sound abatement foam and found no evidence of degradation. The manufacturer applied power to the device and confirmed the device provided flow. The manufacturer reviewed the device's downloaded event log and found 1 error #176 was logged. The manufacturer concludes there is no evidence of foam degradation within the device. The contamination found within the device is consistent with being from an external source.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.